Event description:
Primary surgery was in 2007. X-rays have shown what appears to be a fracture of the tibial insert peg with posterior subluxation of the tibia in relation to the femur.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.